Event description:
It was reported that during a laparoscopic cholecystectomy procedure, with the device from lot g4t61d, after firing, instrument did not open; surgeon did draw with a little bit of force but was careful on the vessel to open the instrument. With a second device from lot g4rz4v, instrument did not fire; it seems that it was jammed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
A steris service technician went to the facility and verified that the unit was operating properly according to equipment specifications and the safety bar was also operating properly. The steris technician interviewed the witnesses about the incident while he was at the facility. The witnesses said that when the operator pushed the safety bar, the door opened as it should. The unit will allow only one basket to go through at the time. The operator did not follow the proper procedure and contravened the safety precautions. Additional information as to when the operator was able to return to work is under investigation. An in-service at the facility will be scheduled at their convenience.

Event description:
An operator tried to push a second basket through a motorized return door, which only allows one basket through at a time, before the door closed. She simultaneously tried to move a hose from another rack out of the way of the door so the door would not get stuck. The door started to close and hit her hand. The operator was treated in the emergency room where her hand was cleaned and the cut was glued.

Manufacturer narrative:
An in-service on the use of the scs load/unload module was conducted at the facility on february 21, 2010. The user facility reported that the injured employee has fully recovered.